Event description:
On (B)(6) 2010, the pt was implanted with an scs sys. The pt's incision did not heal correctly so the pocket site was cleaned and the ipg was replaced. The type of infection is unk and the pt is being treated with oral antibiotics. The pt is doing better, but the pocket site is still oozing so she is going back to the doctor.

Manufacturer narrative:
Eval: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications. Conclusions - the cause of the reported infection could not be determined from the review of the DHR and sterilization records or through testing and the device was decontaminated and archived. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.